Event description:
It was reported that there was oversensing with high impedance. The pace/sense portion of the lead was capped and replaced. Additional information received reported that the patient received inappropriate shocks. Also while trying to extract the lead, the helix would not retract. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
Other: it was reported that there was oversensing with high impedance. The pace/sense portion of the lead was capped and replaced. Additional information received reported that the patient received inappropriate shocks. Also while trying to extract the lead, the helix would not retract. There were no further reported patient complications as a result of this event. No conclusion can be drawn. Impedance, high, oversensing, device remains activated, retract, failure to, shock, inappropriate.